Event description:
Upon internal review on (B)(6) 2015 the case previously as non-serious was medically re-assessed as serious due to addition of the event of foreign body (required intervention). This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a surgeon. This case involves a patient (demographics not provided) who had a foreign body and whose abdomen was closed without removing the plastic sleeve whilst receiving treatment with seprafilm. No medical history, past drugs, concurrent condition and concomitant medications were reported. On unknown date in (B)(6) 2014, the patient underwent surgery (details unk) and one sheet of seprafilm was placed under the incision site to reduce the extent and severity of postoperative adhesions following adhesiotomy for adhesive ileus. On (B)(6) 2014, a foreign body was found in the abdominal cavity and was thought to be the plastic sleeve, internal package of seprafilm, which had not been removed at the closure of abdomen performed in (B)(6) 2014, further reported, it was tyvek holder that was left in the patient and had been removed in a second surgery. No adverse reaction developed in the patient. No corrective treatment was reported. Outcome: recovered for the event of foreign body and unknown for the event of closure of abdomen without removing the plastic sleeve. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number or part number was provided by the reporter; therefore genzyme biosurgery quality assurance is unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product specifications. If a lot number for this event is reported at a later date, this product event will be reopened and an investigation will be performed by genzyme-sanofi biosurgery quality assurance at that time. Foreign body seriousness criteria: required intervention. Closure of abdomen without removing the plastic sleeve. Reporting surgeon's seriousness assessment: non-serious. Reporting surgeon's causality assessment: not related. Reporting surgeon's comment: the event was recognised as medical error. Additional information was received on (B)(6)2014. Information regarding event was added. Ptc results were added and text was amended accordingly. Upon internal review on (B)(6) 2015 the case previously as non-serious was medically re-assessed as serious due to addition of the event of foreign body (required intervention). Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this is an initial case concerning a patient of an unknown age who had foreign body left after seprafilm was placed. The temporal relationship between the event and the product is not reported. Since, the foreign body was tyvek holder which is used for the placement of seprafilm therefore, the role of seprafilm could not be denied. Also, lack of information regarding underlying concurrent medical conditions, concomitant medications and investigational details precludes the complete medical assessment.